Event description:
It was reported that (1) device was used during a lung resection. It was reported by the affiliate that the tsb45 staples will not close. Anotherdevice was used to complete the case. There was no consequence to the patient.